Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: ¿complications associated with the proper implantation of the align® to urethral support system may include, but are not limited to: postoperative hematoma, which may occur following the implant procedure, temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much, tension placed on the mesh sling implant, perforations or lacerations of vessels, nerves, bladder or any viscera, which may occur during introducer needle passage, transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion of the implant. (B)(4.

Event description:
The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received. Product was used for therapeutic treatment. Per additional information received, the patient has experienced postoperative pain, cystitis, urinary stress incontinence, obesity, large cyst in the anterior vagina, urinary tract infection, pelvic pain, frequency, nocturia, detrusor overactivity, increased sensation to void, urine leakage, urge incontinence, hypertension, vaginal bleeding, dyspareunia, malfunctioning genitourinary device/graft, excision of vaginal abscess, excision of anterior vaginal wall graft material and excision of the midurethral sling, anterior vaginal wall repair, urethrocystoscopy, hysteroscopy, dilation and curettage, chronic cervicitis, denuded granulation tissue, acute and chronic inflammation, histocytic reaction, squamous mucosa, vaginal discharge, left lower quadrant pain, bacterial vaginosis, abdominal pain, fecal incontinence, diarrhea, encopresis, enuresis, anal seepage, 4 mm hepatic flexure polyp, diverticulosis, tubular adenoma and vaginal scarring. Per additional information received, the patient has experienced pain, discomfort, chronic pelvic, vaginal pain, infections, unspecified recurrent urinary problems, cystocele, vaginal vault prolapse (prolapse), unspecified bowel problems, unspecified neuromuscular problems, vaginal discharge, vaginal bleeding (blood loss), pain during intercourse, dyspareunia, unspecified emotional, psychological problems (emotional changes), colon polyp, perianal skin tags, sensory urge, stress urinary incontinence, menopause, insomnia (sleep disturbance), nocturia, urinary urgency, urinary frequency, abdominal mass, urinary tract infection (uti), bladder function disorder, incomplete bladder emptying, metromenorrhagia, passing clots, genitourinary device malfunction, dysuria, back pain, lumbago, incontinence of feces, diarrhea, hot flashes, night sweats, anxiety, occult fecal blood, constipation, encopresis, enuresis, change in bowel function, difficulty controlling gas, vaginal wall mass,abscess with rolled mesh and cord-like sling inside (abscess), denuded granulation tissue, acute, chronic inflammation, histocytic reaction, chronic cervicitis, abdominal tenderness, bacterial vaginosis (bacterial infection), vaginal cyst (cysts), overactive detrusor, bladder trabeculations, voiding dysfunction, purulent discharge, elevated white cell count, low red blood cell count, low hemoglobin, low sodium, low potassium, low calcium (electrolyte imbalance), elevated glucose, elevated post-void residuals, and required additional surgical and non-surgical interventions. Per additional information received, the patient has experienced nocturia, pelvic pain, urinary tract infection, pelvic mass/vaginal cyst, urinary frequency, sensory urge, leakage, overactive detrusor, vaginal bleeding, dyspareunia, vaginal tenderness, mixed incontinence, menorrhagia, vaginal wall prolapse, voiding dysfunction, large anterior vaginal wall abscess with pus coming from the mass, apex of the abscess consisted of rolled mesh, and just above it, a cord like structure compatible with a sling, both were removed, disordered proliferative endometrium, chronic cervicitis, left lower quadrant pain, vaginal discharge, fecal incontinence, difficulty controlling gas, change in bowel function with loose stools and multiple bowel movements a day, new onset diarrhea, encopresis, post-surgery infection, and rectocele. She required non-surgical and surgical interventions. Per the pfs, the patient alleged she has also experienced neuromuscular problems, recurrent cystocele, psychological, and emotional pain. Per additional information received, the patient has experienced chronic pelvic and vaginal area pain, severe infections, recurrent urinary problems, prolapse, bowel problems, neuromuscular problems, vaginal discharge and bleeding, pain during intercourse, prolapsed colon and fecal incontinence, physical pain, discomfort, emotional distress, crohn¿s disease, irritable bowel syndrome, ulcerative colitis, chronic diarrhea, cystocele, dyspareunia, hypertension, pelvic trauma, rectocele, urinary incontinence, vaginal vault prolapse, hiatal hernia, chronic cholecystitis and cholelithiasis, diarrhea, change in bowel function, pain in limb, gout, vaginal cyst with vaginal wall prolapse, voiding dysfunction, vaginal abscess, and menometrorrhagia. The patient required additional surgical and non-surgical interventions.